Event description:
During removal ope for infection, the surgeon noticed that the ring of the centrax was came off.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 6721-0435, size 4 accolade ii 127 deg, lot code: 49775001. Cat. No.: 6260-5-126, 26mm std v40 taper vit head, lot code: 48721205. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available, this investigation will be reopened.

Event description:
During removal ope for infection, the surgeon noticed that the ring of the centrax came off.